Event description:
(B)(6) old infant with hypoplastic left heart syndrome underwent surgery and was housed in the neonatal ICU. The alaris pump alarmed "disconnect" and shut off while critical medication was being administered.